Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that therapy worked great at first but had gradually stopped working for her symptoms since implant. Patient indicated she had interstitial cystitis (ic). She had been hurting and burning for the past two weeks. She has had a light incontinence 1 week post implant and the issue has been on and off since implant. Her incontinence had been gradually getting worse since implant. She thought she had a bladder infection since (B)(6) 2017 ( over a week ago). Patient reported today she has been horrible, her clothes and pads are soaked. She was on program 4 at 2 from 1.3. Patient synced with patient programmer (pp) and pp showed stim was on. She felt comfortable stim on program 1 at 1 but she would need to stay here to see if her symptoms get better. Patient also reported that at her follow up appointment, the healthcare provider (hcp) turned stim up so high, it nearly shot her off the table. There were no further complications that have been reported as a result of this event.